Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 19mm sjm regent heart valve w/flex cuff was implanted into a patient. After the procedure, the patient developed heart failure. A second thoracotomy was required, where a crack was found on the flap of the valve. The valve had fractured into pieces and was completely removed. All pieces were recovered. It was noted that during the implant procedure there was no resistance felt with rotating the valve. There was nothing else used to rotate or position the valve. It was inserted completely into the opening at a 90-degree angle. The valve was removed and replaced with a new 19mm sjm regent heart valve w/flex cuff. The patient was reported to have been discharged from the hospital.

Manufacturer narrative:
An event of a leaflet fracturing and dislodging was reported. The investigation confirmed that one leaflet dislodged and fractured. Two images from the field also showed the dislodged and fractured leaflet. Information from the field indicated that the valve had been rotated during the procedure, which could have contributed to the event, however the exact the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.